Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Surgeon was preparing final right lateral hole for screw insertion using the straight awl with sleeve. Upon removal of the awl, surgeon noticed a crack in the face of the implant. Surgeon attempted to insert and tighten screw. It would not tighten. Surgeon then removed a piece of peek from the inferior lateral right corner of implant. At this time, it was decided to remove implant and replace with new implant. No injury to patient. Delay in surgery was 15 minutes. Additional intervention of implant removal and replaced with new implant was needed. Component in use listed as concomitant devices are: so861p / arcadius xp l implant 9° 29x40x16 mm, me186t / arcadius performance screw 25 mm.

Manufacturer narrative:
Investigation: no product was at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: in similar cases like this, the implant was inserted with too much force or an improperly attached insertion instrument. CAPA (B)(4) was launched.